Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/12/2021. H.6. Investigation: it was reported that one cannula holder had a crack and could not be used. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The photo shows a needle assembly. The plastic shield has been removed and the needle hub has a crack. The sample received is the sample show in the photo; it has a crack in the needle hub. This defect can occur if the needle hub was not properly centered in the fixture when the plastic shield was assembled inducing the symptom reported by the customer. A device history record review was completed for provided material number (B)(4), lot number 9058790. The review did not reveal any detected quality issues during the production of this lot that could have been contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the needle ns 30ga 1/2in bns yel hub tw euro experienced a needle hub hole/cracked/damaged. The following information was provided by the initial reporter: 1 cannula holder had a crack and could not be used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Investigation summary: it was reported that one cannula holder had a crack and could not be used. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly. The plastic shield has been removed and the needle hub has a crack. This defect can occur if the needle hub was not properly centered in the fixture when the plastic shield was assembled inducing the symptom reported by the customer. A device history record review was completed for provided material number 302047, lot number 9058790. The review did not reveal any detected quality issues during the production of this lot that could have been contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle ns 30ga 1/2in bns yel hub tw euro experienced a needle hub hole/cracked/damaged. The following information was provided by the initial reporter: 1 cannula holder had a crack and could not be used.